Manufacturer narrative:
Information references the main component of the system.

Event description:
A sentrant sheath was used as an accessory device for the insertion of a 22 fr ensemble delivery system. The device was inspected and prepped per the IFU with no issues noted. It is reported that despite the shaft of the sheath being large enough, the hemostatic valve of the sentrant sheath would not allow the delivery system to pass through into the patient¿s left femoral vein. The sheath was then removed and the delivery system was introduced without a sheath, with no issue. It is noted that this same issue occurred with two separate sentrant devices. No clinical sequelae were reported and the patient is fine.